Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 32 + 0 lfit head. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
Patient experienced pain in right hip. Metal head switched to ceramic.